Event description:
It was reported that the patient was implanted a durom us acetabular component 56/50 p on the left side on (B)(6) 2009. Currently, the patient is being monitored due to unknown reasons. This is a split case with zimmer, inc. From warsaw reported in (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (product ID) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing of revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).